Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drive controller for auxiliary drawer 6 had failed, shorting the +5vdc line to ground. A field service engineer confirmed that the fault caused the power supply to shut down, preventing the station from powering on and also damaging the drawer¿s module controller. Fse replaced both the drive and module controllers, updated the firmware, and configured the drawer. Fse tested with hardware test application and customer tested with application. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station screen was black and had no power. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.